Event description:
Customer reported that their locked freestyle meter is now unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The prod has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.